Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. The IFU instructs users to inspect the fiber prior to use, verify the aiming spot, and replace the fiber if any damage or an abnormal spot is observed to prevent risks such as accidental laser exposure or heat related fiber damage. Because the causes of moses fiber breakage are still under investigation and without the device no further evaluation is possible, the most probable cause is classified as device related, but unable to be traced more specifically.

Event description:
It was reported that during the procedure, when the laser was activated for the first time using the foot pedal, the fiber cracked. The case was completed using a different fiber. There were no patient complications.

Event description:
It was reported that during the procedure, when the laser was activated for the first time using the foot pedal, the fiber cracked. The case was completed using a different fiber. There were no patient complications.